Event description:
It was reported to philips that the device experienced a failure during operational testing. Further clarification was provided and it was determined that the device was experiencing shock issues. There was no patient involvement.